Manufacturer narrative:
Other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 2000 mcg/ml; 800 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was approximately (B)(6) 2007. It was reported that in 2007 the patient had a catheter that had broken off at the spine that they found right at the end of life. No symptoms were reported. The patient had a few minor hiccups. The minor hiccups were not pump related but were due to finding a doctor. The patient was very happy with the pump. No further complications were reported.